Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by (B)(4) that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a pacemaker implantation procedure performed on (B)(6) 2018, the subject lead was extracted from its packaging and the pre-inserted stylet was removed from the body of the lead. A manually shaped stylet was difficultly inserted in the lead. The lead was then placed in the right ventricle and an attempt to replace the stylet with one another manually shaped stylet was made. The stylet became blocked inside the lead body and could not be smoothly advanced. Further attempts to insert a stylet, which were made with two other stylets, were inefficient. The use of the subject lead was discontinued and another lead was successfully implanted. The lead should be returned for analysis.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a pacemaker implantation procedure performed on (B)(6) 2018, the subject lead was extracted from its packaging and the pre-inserted stylet was removed from the body of the lead. A manually shaped stylet was difficultly inserted in the lead. The lead was then placed in the right ventricle and an attempt to replace the stylet with one another manually shaped stylet was made. The stylet became blocked inside the lead body and could not be smoothly advanced. Further attempts to insert a stylet, which were made with two other stylets, were inefficient. The use of the subject lead was discontinued and another lead was successfully implanted. The lead should be returned for analysis.